Event description:
Pt had surgery on 5/20/98 for bilateral bunions. While in recovery, pt complained of pain in her rt foot that was greater than expected. Pt was given pain medication ahd admitted for observation. On 5/21/98, pt continued to complain of pain in her rt foot. On 5/22/98, review of the x-rays showed a piece of metal under the metatarsal head of the rt foot. The pt was taken back to surgery and a piece of metal was removed that was the same color and type of metal as the malleable retractor used during the original surgery.